Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, located on the distal edge of the distal markerband. Inspection of the remainder of the device revealed damaged to the tip of the device. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral into the vessel below the knee. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. After a non-bsc introducer sheath was placed, a non-bsc guide wire crossed the lesion. The physician replaced the wire using another non-bsc guidewire. Then a 2.5mmx40mmx146cm coyote¿ es balloon catheter was advanced for dilation. There was no visual issue noted on the device prior to use. However, during the first inflation at 5 atmospheres, the balloon ruptured after being inflated for 10 seconds. Fluoroscopy was performed and a contrast agent leakage was confirmed. The device was completely removed from the patient and when the physician checked the device outside the patient, it was noted that there was a longitudinal crack on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral into the vessel below the knee. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. After a non-bsc introducer sheath was placed, a non-bsc guide wire crossed the lesion. The physician replaced the wire using another non-bsc guidewire. Then a 2.5mmx40mmx146cm coyote¿ es balloon catheter was advanced for dilation. There was no visual issue noted on the device prior to use. However, during the first inflation at 5 atmospheres, the balloon ruptured after being inflated for 10 seconds. Fluoroscopy was performed and a contrast agent leakage was confirmed. The device was completely removed from the patient and when the physician checked the device outside the patient, it was noted that there was a longitudinal crack on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.